Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that they have an appointment to see their health care professional on june 3rd. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient fell on (B)(6) 2019 and they wanted to have a list of health care professional so as to go and have the device checked. When caller was asked if the fall was caused by the ins their responses was "not that we know of". No symptoms were reported and no further complications were noted or anticipated